Event description:
"Bur wobbles" is noted on customer repair paperwork. On follow up, it was reported that the attachment was returned from surgery but it could not be established if the attachment was used or not. It was stated that no one would remember exactly what happened. They have several systems and a high volume of usage. There was no incident.